Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that the supply bag became disconnected from the supply line which is a known cause of the reported alarm. An assignable cause of supply bag disconnected without falling was determined from the given information. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of peritoneal dialysis therapy. The patient stated the supply bag became disconnected from the supply line. The patient will either start over with new supplies or with manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.